Event description:
Pt underwent cardiac catherization. The guidewire, stent and guiding catheter were all removed as a unit. Stent became dislodged from the balloon and was lost in the deep thigh artery. Stent was not retrieved.